Event description:
It was reported the doctor informed us that the preloaded monofocal intraocular lens (iol) injector was faulty. The material did not come into contact with the patient. Through follow-up, we learned the doctor reported a problem with the advancement of the injector, which damaged the lens, leading to the use of another backup lens. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 16, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the plunger rod was advanced. Viscoelastic residue was distributed through the length of the cartridge and no cartridge issues were identified. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected, presenting with no issues. The lens was received taped to the handpiece, and was removed and cleaned; the lens presented with cosmetic scratches and damaged on the optic body. The complaint issue "lens damaged" was identified during product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "device advancement issue" was not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.